Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump had motor error alarm and they experienced the high blood glucose level. The customer¿s blood glucose level was 400 mg/dl, 460 mg/dl. Customer was able to clear the alarm. Customer was able to complete pump rewind. The troubleshooting was performed for motor error and declined for high blood glucose. The drive support cap was appeared normal. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer to refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).